Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first proximal strut to be pulled from crimped stent profile. This type of damage is consistent with the stent encountering resistance in an attempt to withdraw the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found no issue with the profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-july-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 22mm in length, 3.00mm in diameter, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. After pre-dilation was performed using a 2.5mm balloon catheter, a 3.00x24mm promus element drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.